Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found only the connector portion of the lead was received for analysis. Insulation abrasions were noted at 21.9 cm to 22.2 cm and 49.1 cm to 50 3.cm from the connector pin which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.